Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issue most likely was use related since the impella stacked against mitral valve.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella cp implant, the staff was unable to get optimal positioning for the pump. Despite multiple attempts to reposition, the staff had to settle for a depth of 3.4 centimeters with the device pointing towards the mitral valve. As support continued, the patient coded and passed away. It is unknown if the positioning issue contributed to the patient's passing.